Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nausea, dizziness, difficulty breathing and shortness of breath while using the device. Medical intervention was not specified. During a gfe attempt the customer denied experiencing headaches, dizziness and nausea. There was no mention in regard to the allegation of difficulty breathing/shortness of breath. The device has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nausea, dizziness, difficulty breathing and shortness of breath while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.